Manufacturer narrative:
Concomitant medical products: d284dr ICD, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the right ventricular and superior vena cava coils of the lead displayed high impedance. The lead was capped, replaced, and no patient complications have been reported as a result of this event.